Event description:
This is an adverse event recorded on a crf as part of the u.s. Rfa registry for barrett's esophagus. This pt was retrospectively enrolled with a 3 cm barrett's high grade dysplasia. After a secondary focal ablation pt developed a stricture which was subsequently dilated and the pt's symptoms were resolved. Per the physician, the severity of this event was moderate, and relationship of the event to the device procedure was not related, and there was no device malfunction.